Event description:
Allegedly, patient dislocated the day after surgery. The surgeon felt that the reason for the dislocation was a ''lack of tension'' , or offset. This was resolved with a bigger stem, creating more offset, and using the varus option, plus a longer head. The surgeon puts this down to surgeon error. Also, the digital templating system was not available before the operation with further complicated matters. Additional information received on 11/16/2020: adding components not revised, patient information and incident code: components not revised: procotyl l beaded and ha coated cup size 54mm / product ID: pha06264 / lot no: 1802480. Rim-lock biolox delta ceramic liner 36mm ID group e / product ID: pha04510 / lot no: 1819068.